Event description:
Event detail: it was reported in the zimmer knee registry that the pt had a recurrent knee infection and all components were removed approx 5 months after implantation.

Manufacturer narrative:
Info provided indicated that the pt has a history of chronic infections. There is no indication that the implant caused or contributed to the event.